Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leaked from the catheter on the day of placement.

Manufacturer narrative:
Received only catheter. The reported event was unconfirmed since the sample met specification. Per visual inspection, the sample was evaluated and found no evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated with air while submerged in water and no air bubbles were found leaking from the catheter. The balloon was then inflated with10ml of water and a leak test was performed; on the seventh day, the balloon was fully inflated with no signs of leaking. The device was then dissected and the rubberize layer was inspected and found no leakage along the layer of the lumen. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water leaked from the catheter on the day of placement.